Event description:
The customer reported a channel error 232.6040. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a channel error 232.6040. There was no patient involvement.